Event description:
Customer reported the surgeon inserted the first 6fen but it didn't inflate. The customer reported inserted another 6fen but the replacement tube failed in the same manner. The surgeon elected to replace the tube a second time with a 6lpc. The customer reported after examining the two 6fen tubes, a pin hole was found in the cuffs of each tube. Covidien has attempted to gather further details surrounding the circumstances of this report, without success. Cross referencing MFR report number 22936999-2013-00943.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.